Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture and lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contractures", baker grade unknown and "suspicious lymph nodes".

Event description:
Patient reported right side "contractures", baker grade unknown, "suspicious lymph nodes", "pain", "sensitivity" and "tissue hardening around the implant". Healthcare professional reported "exchange from textured to smooth implants due to the patient¿s concern with the product". Device remains implanted.